Event description:
It was reported that during implant, the physician had difficult inserting the atrial lead into the atrial port of the pulse generator. The lead was eventually connected to the device and the procedure continued normally.